Event description:
The reporter did meter to lab comparison tests, side by side, within 5 minutes. The tests were done in a fed state. [Reporter's meter test (capillary) result was 321 mg/dl, and the venous lab test had a result of 561 mg/dl.] Reporter had symptom of frequent urination. On follow-up, test information was revised from the original report, since the reporter confirmed the tests were as stated above. The lifescan rep reviewed quality control procedures with the reporter. It was noted that reporter was confused and did not seem to understand quality control testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8